Event description:
It was reported that the balloon did not inflate before use.

Manufacturer narrative:
One catheter was received and evaluated. As received, the latex balloon was not returned with the catheter. Residual adhesive was observed at both bonds. All through lumens were tested for patency and leakage and all through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x and 40x magnification. An inability to inflate the balloon was confirmed on the returned unit; however, the balloon had been removed from the catheter. As there was evidence of balloon bonding, this does not appear to be related to a manufacturing defect. It cannot be determined if some clinical actions may have contributed to the complaint. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.